Event description:
Patient reported having periodontitis due to the aligners. They did not have this condition prior to aligner treatment. According to their dentist this developed during treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.